Manufacturer narrative:
(B)(4). No iap parts or recorder strips were returned for evaluation at the (B)(4) teleflex facility due to blood contamination. Per the field service report, blood backup was noted in the pump. New parts were ordered and sent to the hospital biomed to replace the contaminated parts. Blood can only enter the iabp from an iab that develops a leak. The IFU states: "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to patient physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." If you suspect balloon perforation: immediately stop pumping. Consider tapering or discontinuing anticoagulation therapy. Remove iab from patient, using recommended removal technique" see other remarks section. Other remarks: the details of the iab rupture are unknown. There was no further information received from the customer regarding when the pump became contaminated. A device history record (DHR) review was conducted for the iap serial/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "blood back up in the pump" could not be confirmed by teleflex. The iabp was checked by the hospital biomed and there was blood in the pump. New parts were sent to the biomed to replace the contaminated parts. The details when the pump was contaminated are not clearly known. No pump parts were returned for evaluation. The cause of the damaged pump was most likely the result of a catheter/balloon leak.

Event description:
It has been reported via a field service report: (B)(4). Symptom: blood in pump. Findings / actions taken: parts sent in to biomed to replace. Fcn level: (B)(4). Software level: 2.24. Expedited qa review: yes. Op = on patient. Update 06/08/2016 more information received from the biomed - there was no reported patient death or injury. The patient received iabp therapy with another iab and pump successfully.

Manufacturer narrative:
Qn#(B)(4). Sample is not expected to be returned.

Event description:
It has been reported via a field service report: l611140. Symptom: blood in pump. Findings / actions taken: parts sent in to biomed to replace. Fcn level: 1416. Software level: 2.24. Expedited qa review: yes. Op = on patient. Update 06/08/2016 more information received from the biomed - there was no reported patient death or injury. The patient received iabp therapy with another iab and pump successfully.